Event description:
Colostomy takedown. Cs29 dlu calibrated, opened/closed without difficulty, got into firing range and fired. However the unit partially cut and there were no staples present at all. Pc displayed "firing complete". There was unanticipated tissue loss and the tissue had to be resected. Case was completed using another device.